Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked from the bottom. Reportedly, one cartridge was filled with 300 units and the other cartridge was filled with a little less than 300 units. The user's blood glucose level was 180 mg/dl. The user reverted to manual injections as the user ran out of cartridges.